Manufacturer narrative:
A philips remote service engineer (rse) confirmed that the device has been sent in for bench repair to test and repair and it is unknown if the device produced sound or the volume level setting. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was a speaker malfunction inop and loud speaker is defective. The device was outside of use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
During investigation the reported problem turned out to be not reportable a speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. A good faith effort attempt was conducted to receive information if the device still produced sound. It was confirmed that the device still had sound. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing determined that speaker is working. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The device was returned to the customer. The investigation concludes that no further action is required at this time.